Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted at 55.4 months post implant, due to battery depletion. It was reported that the patient was admitted to the hospital due to lack of pacing stimulation. A new guidant implantable cardioverter defibrillator (ICD) was successfully implanted and there were no adverse effects to the patient. The device was returned to guidant for analysis.